Event description:
Event verbatim [preferred term]. Sunburn [sunburn] , rash [rash]. Case narrative:this is a spontaneous report based on the information received by pfizer via us FDA (report number: mw5081643). A contactable consumer reported a patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip) (l/xl, device lot number w91247, expiration date 31may2021) from an unspecified date as "topical at unknown frequency" for back pain. The patient medical history was not reported. Concomitant medication included lisdexamfetamine mesilate (vyvanse), and sertraline. The patient used thermacare back pain therapy heat wrap for 6 hours as directed, experienced sunburn and rash like side effects the next day on (B)(6) 2018. The FDA assessed event as serious due to serious injury. Device was available for evaluation. The action taken in response to the events was unknown. The outcome of the events was unknown. Later the product quality complaint group provided the following notification: this is a notification generated from the qts system. A(n) citi / full complaint investigation is identified as device or combo where severity of harm or reasonably suggest device malfunction remain blank. This email serves as a notification that the severity of harm and/or reasonably suggest device malfunction has not been set by the manufacturing site and pfizer safety may need to work with the site to assess the value. Additional information has been requested and will be provided as it becomes available. Follow-up (20jun2019, 26jun2019): new information received from a product quality complaint group includes: reference numbers, and notification of the severity of harm and/or reasonably suggest device malfunction has not been set. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports "she experienced sunburn and a rash." The cause of the consumer reporting becoming too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the a trend does not exist for this lot. 14th complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing related root cause for the complaint. Per #, complaint trending guideline, effective 22aug2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation. No trend was identified. Refer to attachment adverse events # trending graph. On the basis of this evaluation, a trend does not exist for this lot. The sample had not been received by the site.

Event description:
Event verbatim [preferred term] sunburn [sunburn] , rash [rash] , . Case narrative:this is a spontaneous report based on the information received by pfizer via us FDA (report number: mw5081643). A contactable consumer reported a patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip) (l/xl, device lot number w91247, expiration date 31may2021) from an unspecified date as "topical at unknown frequency" for back pain. The patient medical history was not reported. Concomitant medication included lisdexamfetamine mesilate (vyvanse), and sertraline. The patient used thermacare back pain therapy heat wrap for 6 hours as directed, experienced sunburn and rash like side effects the next day on (B)(6)2018. The FDA assessed event as serious due to serious injury. Device was available for evaluation. The action taken in response to the events was unknown. The outcome of the events was unknown. Later the product quality complaint group provided the following notification: this is a notification generated from the qts system. A(n) citi / full complaint investigation is identified as device or combo where severity of harm or reasonably suggest device malfunction remain blank. This email serves as a notification that the severity of harm and/or reasonably suggest device malfunction has not been set by the manufacturing site and pfizer safety may need to work with the site to assess the value. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports "she experienced sunburn and a rash." The cause of the consumer reporting becoming too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the a trend does not exist for this lot. 14th complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing related root cause for the complaint. Per #, complaint trending guideline, effective 22aug2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation. No trend was identified. Refer to attachment adverse events # trending graph. On the basis of this evaluation, a trend does not exist for this lot. The sample had not been received by the site. Follow-up (20jun2019, 26jun2019): new information received from a product quality complaint group includes: reference numbers, and notification of the severity of harm and/or reasonably suggest device malfunction has not been set. Follow-up (22aug2019): new information received from a product quality complaint group included: investigation results.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports "she experienced sunburn and a rash." The cause of the consumer reporting becoming too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the a trend does not exist for this lot. 14th complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing related root cause for the complaint. Per #, complaint trending guideline, effective 22aug2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation. No trend was identified. Refer to attachment adverse events # trending graph. On the basis of this evaluation, a trend does not exist for this lot. The sample had not been received by the site. Investigation results dated 04feb2020 were as follows: batch w91247 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated.

Event description:
Event verbatim [preferred term] sunburn [sunburn] , rash [rash] , . Case narrative:this is a spontaneous report based on the information received by pfizer via us FDA (report number: mw5081643). A contactable consumer reported a patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip) (l/xl, device lot number w91247, expiration date 31may2021) from an unspecified date as "topical at unknown frequency" for back pain. The patient medical history was not reported. Concomitant medication included lisdexamfetamine mesilate (vyvanse), and sertraline. The patient used thermacare back pain therapy heat wrap for 6 hours as directed, experienced sunburn and rash like side effects the next day on (B)(6)2018. The FDA assessed event as serious due to serious injury. Device was available for evaluation. The action taken in response to the events was unknown. The outcome of the events was unknown. Later the product quality complaint group provided the following: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reports "she experienced sunburn and a rash." The cause of the consumer reporting becoming too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the a trend does not exist for this lot. 14th complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The previous complaints were not confirmed to have a manufacturing related root cause for the complaint. Per #, complaint trending guideline, effective 22aug2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation. No trend was identified. Refer to attachment adverse events # trending graph. On the basis of this evaluation, a trend does not exist for this lot. The sample had not been received by the site. Investigation results dated 04feb2020 were as follows: batch w91247 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Exped trend assmt. & rationale: an evaluation was made by searching for possible trend for this subclass. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: date of contact: (B)(6)2016 through (B)(6)2018/manufacturing site: pfizer (site name)/complaint class: external cause investigation / complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The citi customizable search returned a total of 288 complaints for lbh products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The subclasses show an increase in jan2017 through mar2017, nov2017, january through mar2018, oct2018, and nov2018. This is a seasonality change in combination with a change in safety's procedure that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Based on this citi customizable search for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for lbh products the data did not show an increase over time (24 months). There is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for lbh product. Summary of investigation: based on the complaint narrative the preliminary investigation findings suggest an injury occurred while being used by the customer. The customer sustained a injury of a sunburn rash. The review of the current information suggest there was no product malfunction that contribute to the injury. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the lot thermal records, thermal results all met product release criteria. Consumer reported experiencing "sunburn and rash like side effects." The cause of the consumer reporting receiving "sunburn and rash like side effects" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this DHR from a manufacturing perspective. No quality issues were identified upon this review of DHR, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the lot is not impacted by this complaint. Follow-up (20jun2019, 26jun2019): new information received from a product quality complaint group includes: reference numbers, and notification of the severity of harm and/or reasonably suggest device malfunction has not been set. Follow-up (22aug2019): new information received from a product quality complaint group included: investigation results. Follow-up (04feb2020): new information received from a product quality complaint group includes additional investigation results.

Event description:
Event verbatim [preferred term] sunburn [sunburn], rash [rash]. Case narrative: this is a spontaneous report based on the information received by pfizer via us FDA (report number: mw5081643). A contactable consumer reported a patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip) l/xl, device lot number w91247, expiration date 31may2021, from an unspecified date to an unspecified date topical at unknown frequency for back pain. The patient medical history was not reported. Concomitant medication included lisdexamfetamine mesilate (vyvanse), sertraline (sertraline). The patient used thermacare back pain therapy heat wrap for 6 hours as directed, experienced sunburn and rash like side effects the next day on (B)(6) 2018. The FDA assessed event as serious due to serious injury. Device was available for evaluation. The action taken in response to the events was unknown. The outcome of the events was unknown. No follow up are attempts are possible. No further information is expected.